Event description:
It was reported that the central control monitor (ccm) displayed a 'system computer needs service' message. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated block: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The monitor booted up with a 'system computer needs service' message displayed. The peripheral component interconnect (pci) bus cable was swapped with a known good one and the issue was resolved. The service repair technician (srt) could not duplicate the reported complaint. The ccm booted up normally with no monitor requests service message. The pci bus cable was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.